Event description:
It was reported that a day after implant of this pacemaker, a lead safety switch (lss) from bipolar to unipolar configurations was observed to have been triggered due to recorded right ventricular (rv) lead low out of range pacing impedance measurements. It was noted that the rv lead is a non-(B)(6) product. Technical services (ts) reviewed the daily threshold and impedance measurements and confirmed that the rv lead pacing impedances measured less than 200 ohms. The physician noted that the rv lead low out of range impedances is a chronic issue and suspects due to possible insulation damage. Ts recommended troubleshooting options to the physician. At this time, the non-(B)(6) rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).